Event description:
A peritoneal dialysis (pd) patient's wife reported finding a fluid leak following his treatment. There was dried residue of fluid down the side of the cycler. There were no alarms during his treatment. It is possible that the supply bag connector was leaking. The set was saved and is being returned for evaluation. During follow up the patient reported that his effluent remained clear. The patient's pd nurse reported that he has not had any signs of infection and there was no medical intervention required. No adverse event reported at this time.

Manufacturer narrative:
The device has not been returned for evaluation at this time. A supplemental report will be submitted upon completion of the plant's investigation.